Manufacturer narrative:
Supplemental medwatch being submitted due to error in g3 of previously submitted report. Additionally, upon further investigation this device was found to be non-allergan.

Event description:
Healthcare professional reported bilateral saline textured implant device removal. The device has been explanted. Healthcare professional reported unspecified side rupture, seroma and tenderness.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and "tenderness." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture, saline textured implant device removal, seroma and tenderness for an unknown side. Manufacturer of device is unknown. Device was explanted.